Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of an inability to communicate with the device was confirmed in the laboratory and was due to a low battery voltage. Based on the default parameters, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that during a routine follow up, it was impossible to interrogate the device. Low battery voltage due to frequent charging or premature battery depletion was suspected. The device was explanted. The patient's condition is good.